Manufacturer narrative:
Cont e1 phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone perspiration".

Event description:
Healthcare professional reported via regulatory agency "mammary prosthesis". Healthcare professional later reported "silicone perspiration, folds, waves, rotation". This record is for the left side. Device was explanted and replaced.